Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: promus element,mr,ous 2.25x16mm stent delivery system was returned for analysis. A stent protector was returned covering the stent and the stent was found to be damaged and moved on the balloon. The stent protector was removed during analysis and a visual and microscopic examination of the crimped stent identified that the stent had moved in a proximal direction on the balloon. The distal end of the stent was situated 12mm proximal from the proximal end of the distal markerband and the proximal end of the stent was proximal of the proximal marker band and situated on the shaft polymer extrusion. Stent struts had been lifted and stretched proximally. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings present on balloon wall exposed by the stent movement, indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-mar-2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified internal mammary artery. A 2.25x16mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent movement on balloon.